Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a displayable history error alarm on the insulin pump. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a47 alarm found in the alarm history file due to corrupted history file. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.